Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the care giver (cg) reported the home patient (hp) received a high drain alarm in drain 4 of 4. The technical service representative (tsr) explained what the alarm meant. Per the cg the hp mixes different solutions depending on how much he wants to pull off. The hp's programming was as followed: continuous cycling peritoneal dialysis (ccpd) therapy, total volume (tv) was 7500ml, fill volume (fv) was 1700ml, last fill volume (lfv) of 300ml. The tsr reviewed the therapy logs the initial drain volume was 25ml, the lfv was 291ml, tf was 6751ml, total drain (td) was 8117ml, total ultrafiltration (tuf) was 1366, cycle 4 uf was 1741ml, cycle 3 uf was -137ml, cycle 2 uf was -47ml, and cycle 1 uf was -191ml. The hp had no complaints or symptoms, and declined a swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not retuned to baxter, a follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Iipv was confirmed based on the reported drain volumes. The cause was one or more cycles that were advanced to the next fill, when slow / no flow occurred above the min drain volume threshold. A review of the service history revealed the previous return of the device was not for the reported problem. This issue is being investigated through CAPA.